Event description:
IV lipid tubing noted to be cracked and leaking. Lipids had been infusing for 1 hr without incident. No harm to patient. Lipids were found to be leaking from pump, when pump opened, the tubing where the tubing connects to the blue piece that sits outside of the pump at the top of the pump was cracked and leaking.